Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file - no malfunction or serious injury. Investigation results: visual investigation: the products arrived in a decontaminated condition with whitish-gray corrosion. The investigation was carried out visually and microscopically. Here we detected a whitish gray corrosion of the product. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case (psc) was initiated. Any action regarding CAPA will be addressed with this case.

Event description:
Associated medwatch-reports: 9610612-2020-00754 (400487385 - js340), 9610612-2020-00755 (400487386 - js389).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a container bottom. According to the complaint description, it was reported that white powder was inside and outside of container. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00755 (B)(4).